Manufacturer narrative:
Analysis could not confirm a balloon malfunction related to the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent an unanticipated event. The investigation conclusion code of no problem detected was chosen because complaint allegations could not be confirmed through product analysis due to the device condition. Based on the results of this investigation, no escalation is required. Product analysis: returned product consisted of an ams800 pressure regulating balloon. The ams800 pressure regulating balloon was visually inspected. No leak was found. The balloon was not functionally tested as the original specifications are unknown; therefore, the product analysis did not confirm a device malfunction. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff due to a hole in the device. A patient outcome of stable was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.